Event description:
Patient reports they had surgery and wanted to wear their insulin pump during the procedure. Just before their surgery, patient changed their infusion set. Patient reports that they noted the introducer needle was bent before insertion, but decided to insert it anyway. After surgery, patient went home and started to feel ill. Patient was admitted to the hospital again with hyperglycemia. When they removed their infusion set, they discovered the cannula was crimped. Product was discarded and not returned.